Manufacturer narrative:
Device passed displacement test, rewind, prime, basic occlusion, force sensor test, occlusion test, sleep current measurement and active current measurement. No unexpected battery power loss anomalies noted during testing. Device received error 25 due to connector resistance issue.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they received replace battery now alarm and high blood glucose level. Customer's blood glucose level was 468mg/dl. Customer declined to troubleshoot for high blood glucose value. Customer did not receive a low battery alert prior to the replace battery now alarm. Customer was assisted with troubleshooting and was advised that they may continue to wear pump until replacement arrives if they insert a new battery. The insulin pump will not be returned for analysis.